Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
Incident. Anticipated. Serious injury. Required intervention this is a spontaneous case report received from an adult female consumer in united states on 05-oct-2015. It refers to herself who had essure (fallopian tube occlusion insert) inserted. Consumer reported that she had 5 abdominal surgeries with 1 of those being an ectopic pregnancy in which her tube was saved. She also stated that essure was not safe. Consumer also reported another pregnancy with essure (please refer to case (B)(4)). Ptc investigation result received on 28-oct-2015 ptc global number (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event, the lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. She stated she had a surgery due to an ectopic pregnancy. The reported events are listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). When a pregnancy occurs with essure, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure. In this particular case, no information was given about the temporal relationship between essure placement and the ectopic pregnancy. Consumer also reported a pregnancy and miscarriage with essure (discussed in the linked case); however the time between this pregnancy and her ectopic pregnancy was not provided. Although limited information was given for a comprehensive causality assessment; considering event's nature; causality with the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention was required for event's treatment. Product technical analysis was performed with neither batch number nor complaint sample. According to results, there is no relationship between the reported medical event(s) / lack of efficacy and a quality defect. No further information is expected.